Event description:
It was reported that the rv lead was partially explanted due to lead fracture, and high impedance greater than 2000 ohms. No patient complications have been reported as a result of this event.